Event description:
One endeavor sprint rapid exchange (rx) drug-eluting stent was deployed to the mid lad during the index procedure. Post procedure residual stenosis was 0% diameter stenosis with timi iii flow. Patient received a peri-procedural loading dose of clopidogrel 300 mg. One day post procedure, the patient was reported to have elevated markers post pci. The index procedure was described as a diffuse secession requiring a long stent. The site reports that the elevated markers were probably due to the procedure. No device malfunction was reported. The discharge summary listed the discharge diagnosis as known coronary artery disease and status post pci to the lad. The patient underwent a successful percutaneous coronary intervention for recurrent angina to the lad reducing the lesion from 80%-90% to 0%. Ecgs showed no acute changes. The site classified the event name as a "peri -procedural mi". Patient was discharged 2 days post index procedure. In the opinion of the investigator, the event was mild in intensity, not related to the study drug, not related to the study device, and not related to the study procedure.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (myocardial infraction). (B)(4).